Manufacturer narrative:
(B)(4). If a sample or any additional information becomes available a follow up emdr will be submitted.

Event description:
Customer reported that the nebulizer cap attached appropriately to sterile water bottle set at 15 lpm and fio2 0.28%. Nebulizer cap was not entraining any water and thus not producing any vapor. Dry gas was being delivered to patient (with tracheostomy) for unknown length of time. Bedside rn indicates patient had thick secretions for 3 days (may or may not be related). Nebulizer cap changed out for new one with new sterile water. Vapor produced and placed back on patient. The ¿patient experienced respiratory distress due to dryness and lack of humidification and developed some mucous plugs. When we read the insert label, it says that the nebulizer cap is to be changed every 48 hours. This information was never provided to us at sunnybrook health sciences centre. I do not have a complaint about the product, since the product was not changed every 48 hours¿.